Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pain during the implant procedure.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-jul-2020 / serial#: (B)(4), UDI #:(B)(4). Device available for evaluation: no .dev rtn to MFR? No. Mfg date: 04-feb-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tamponade, pericardial effusion, low blood pressure following the implant procedure of the leadless implantable pulse generator (ipg). Drainage of effusion was performed and blood pressure recovered. The device remains in use. No further patient complications have been reported as a result of this event.